Event description:
Doctor reported, "flat chamber at post op day 1. She did respond to medical treatment over a 2 week period, however, so the tube did not need to be replaced"

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was not explanted and thus is not available for return. The issue of low iop condition as reported by customer could not be confirmed.